Event description:
Unomedical reference number (B)(4). Event occurred in the spain. On 19-apr-2024, it was reported that the infusion set's cannula was fractured/broken upon removal from the site. The site of insertion was butt. The infusion set was in use for less than a day. No further information available.